Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this right atrial (ra) lead was suffering an infection. This ra lead remains in service. No additional adverse patient effects were reported.